Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that contact c-3 was 18,200 ohms. The patient was stated to be programmed for "c+,1-,3-". Therapy impedance was stated to be 679 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that, per the physician, it was unknown what caused the high impedance or when it first started as they inherited the patient from another provider. It was advised to program around the contact in the future.